Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was determined to be two failed pressure transducers (pt801 and pt802) on the main printed circuit board assembly (pcba).

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed ""low pip"", ""low ve"", "" xdcr fault"" and ""high rate"" while in use with a patient. The customer reported that there was no patient harm or injury.